Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the suture pulled out of the proglide device. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was returned. Evaluation summary: visual inspections were performed on the returned suture. The reported needle to cuff miss was confirmed as a suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.